Event description:
During a colonoscopy procedure, a cook acusnare polypectomy snare was used on a large polyp in the colon. The physician placed the snare over the polyp and connected cautery. Cautery (electrical current) would not transmit to the snare head. The physician replaced the active cord and cautery unit. Cautery was attempted again and failed for the second time. The physician could not remove the snare due to being half way cut through tissue. A section of the device did not remain inside the pt's body. The physician used cold snare technique to partially complete the procedure and remove the device. The pt will require an additional procedure due to this occurrence. The pt will have to return for another procedure to complete the polypectomy. According to the initial reporter, due to this occurrence the pt left in stable condition with partial polypectomy.

Manufacturer narrative:
Investigation eval: our eval of the returned product was unable to confirm the report. The electrical pin was not bent or damaged. The active cord would connect easily and remained securely connected. The continuity from the electrical pin to the snare head was tested with an ohm meter and passed. The device was connected to a valley lab generator and power was applied. The snare cut the simulated tissue as expected. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in a lab setting. In addition, due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Before using the acusnare, the instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to difficulty with current application. The erbe instructions provide the following information to the users: a variety of conditions can contribute to the difficulty cutting tissue as described by the user. Such conditions include: contact of the polyp with surrounding tissue, contact of the electrode with fluid near the cutting site, or contact of the electrode with surrounding tissue. Prior to distribution, all acusnares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.